Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that during use of the mobile programmer application, the electrograms (egm) were displayed as dotted lines despite the connection status indicator showing connected could not be confirmed but was deemed plausible. It was determined at analysis that the mobile programmer application had a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the mobile programmer application, the electrograms (egm) were displayed as dotted lines despite the connection status indicator showing connected. Troubleshooting steps were taken to include closing and reopening the application which temporarily resolved the issue, but the problem reoccurred. Additional troubleshooting steps were taken to include updating the application and it was advised to preform a daily reboot of the host tablet. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer application had a loss of connection. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.